Event description:
The pt got up out of her chair, started walking and tripped over her oxygen tubing. Pt and poa refused hospital transport, had an x-ray done the next day which showed a left hip and femur fracture. The pt and poa refused treatment and wished to be kept comfortable. Pt died later that day.